Event description:
It was reported that the patient was hospitalized with convulsions, including severe tonic muscle contractions in the neck, arms and legs. The etiology of the event was reported as programming / stimulation related to the device. Reprogrammings were attempted on (B)(6) 2011 and every day (B)(6) 2011 through (B)(6) 2011. The patient outcome was reported as resolved without sequela as of (B)(6) 2011. It was also reported that the patient experienced a mild headache that was not related to the device or procedure. The patient's medication (dafalgan) was adjusted on (B)(6) 2011 and the patient outcome was reported as resolved without sequela as of (B)(6) 2011. Additional information received reported that the patient experienced an intermittent trembling sensation inside the head lasting for five seconds that was considered related to the programming and/or stimulation. The patient felt as if thoughts were blocked but then spontaneously moved on. The implantable neurostimulator was reprogrammed and the issue resolved without sequela on 2011 (B)(6). It was later reported that the patient intermittently felt physically and mentally bad lasting for 10 to 15 seconds initially 30 to 40 times a day. The event was considered related to the programming and/or stimulation. The issue resolved without sequela on 2011 (B)(6). It also was noted that the patient's convulsions might have been due to high settings, damage in the brain tissue and stimulation in the wrong area. A CT scan, laboratory tests and an eeg had been performed 2011 (B)(6) with normal results. Additional information received reported the patient was admitted to the hospital on (B)(6) 2011 and discharged 4 days later.

Event description:
Additional information reported there was a serious adverse device effect.

Manufacturer narrative:
Lead: model 3391-28, lot# 0204530885, implanted (B)(6) 2011, explanted unk; lead: model 3391-28, lot# 0204411838, implanted (B)(6) 2011, explanted unk; extension: model 7482-95, serial# (B)(4), implanted (B)(6) 2011, explanted unk; extension: model 7482-95, serial# (B)(4), implanted (B)(6)2011, explanted unk; neurostimulator: model 7428, serial# (B)(4), implanted (B)(6) 2011, explanted unk.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported therapy was suspended on (B)(6), 2011. Refer to manufacturer # 9614453-2011-08944 for report on event where patient had multiple systems.